Event description:
Evidence of atrial lead failure. Reprogramming of atrial output to test lead. Resulted in loss of ventricular pacing with prolonged asystole and near syncope, corrected by reprogramming with "emergency vvi" button.